Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #1627487-2013-12578. It was reported the pt experienced ineffective stimulation. It was also reported the pt had to recharge the ipg more frequently. As a result, the scs system was explanted and replaced. Follow-up determined the pt is receiving effective stimulation with the new system and is able to charge the system without issues.